Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The hemostasis hub of the introducer was detached from the sheath tubing. Dissection of the hemostasis hub revealed all components of the hemostasis hub were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemostasis hub detachment is consistent with damage during use.

Event description:
During an af ablation procedure, the sheath separated from the hub while inside the patient. The device was replaced and the procedure was completed with no adverse patient consequences.